Event description:
Uterine balloon therapy- machine gave error code due to overpressure, started over and scrub was getting excess pressure upon filling balloon. Sales rep-advised to get another catheter.

Event description:
Uterine balloon therapy- machine gave error code due to overpressure, started over and scrub was getting excess pressure upon filling balloon. Sales rep-advised to get another catheter.